Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found two similar complaints regarding the lot number 9656881 (B)(4). Documentary investigation was performed and revealed no anomaly registered during production. According to the elements known quality database was checked and revealed no anomaly in relation to the describe defect. Similar case study were done based on family product: folysil lt, defect: difficult or unable to remove, from october 2020 to october 2024, 21 cases were found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, when the nurse went to remove the catheter from the patient the catheter was stuck and unable to be removed.the urologist removed it with some resistance.

Event description:
According to the available information, when the nurse went to remove the catheter from the patient the catheter was stuck and unable to be removed. The urologist removed it with some resistance.